Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the tibial plate shows nicks, gouges, micro-motion, and fracture along the medial side. The device was submitted for further analysis. Fracture surface analysis of the tibial tray sample shows that it fractured due to fatigue. Analysis performed using optical stereoscope showed fatigue fracture characteristics such as beach marks, ratchet marks, and a fast fracture. The small fractured piece of the tibial plate shows that the multiple fatigue cracks appear to have initiated at the superior surface that propagated towards the inferior surface on the tibial tray sample. The fracture appears to have eventually culminated into overload mode at the edge of the tibial tray, which suspected to be the final crack exit area. The large tibia tray along the fracture site shows the symmetric crack initiation. The device history record was reviewed and no discrepancies were found. Per package insert natural-knee ii system: pain, implant fracture, and loosening are known adverse effects of this system and procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Dob: (B)(6). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s left knee was revised approximately 14 years post implantation due to fracture of the tibia component. It was reported the surgery was delayed 30 minutes due to an exchange of the prosthesis. Attempts have been made and additional information on the reported event is unavailable.